Manufacturer narrative:
(B)(4). Follow up it was reported that the syringe became completely detached from the needle. To support the investigation, two photographs of 3ml luer-lok syringes from lot 1169514 were submitted for evaluation by the quality team. One image displays the top web side of the packaging, including all relevant product information. The second image shows a single loose syringe with a needle attached. The needle appears to be positioned at an angle indicative of cross-threading. This condition is non-conforming per product specifications and is attributed to the assembly process. A device history record (DHR) review was conducted for material number 309572, lot 1169514. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported issue. The lot was inspected and accepted based on the applicable inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no other similar incidents have been reported for this lot.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 22x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 309572, lot#: 1169514. Rcc received a complaint via email. A syringe defect was brought to my attention yesterday afternoon: xxx was to be injected with medication on (B)(6) 2025. The nurse injected the needle into right upper arm and as medication was pushed through the syringe, the entire syringe came apart from the needle. The medication shot out from the syringe and splashed staff and the resident. No one was injured/harmed during this incident. Sample is not available, as it needed to be disposed of properly. Pictures of package wrapper and defective syringe attached for reference. Product name/catalog number- bd plastipak 3ml syringe, luer-lok tip with precision glide needle, 22g x 1¿, #309572, (B)(4), lot#: 1169514, expiration date: 5/31/2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.